Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and sepsis and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this investigation. (B)(6) was returned with the pump cable severed approximately 8¿ from the pump header, and a 2.5¿ distal portion was returned. The remaining distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Additionally, examination of the sealed outflow graft revealed loosely coagulated, post-explant blood. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05oct2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's admission for infection is referenced in manufacturer report number # 2916596-2021-01725. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was re-admitted because of sepsis and pump infection from (B)(6) and streptococcus. Antibiotics were administered in the past. The pump was exchanged on (B)(6) 2021 from heartmate 3 (B)(4) to heartmate 3 (B)(4). The device worked as expected during the time of support. Related manufacturer report number #2916596-2021-01751.